Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display as well as pump alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the display was returned after inserting a new battery. The customer also stated that they delivered bolus for dinner and shortly after insulin pump screen went blank. Customer took out battery for a few minutes, then put battery back in. The customer stated that the battery worked for a while then went blank again. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states that the display was frozen. Customer states a basal was not programmed before the alarm occurred. Customer states the alarm occurred shortly after inserting a new battery. The current battery from the pump and insert a new batter. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and unexpected restart alarm noted.